Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was noticed. The 90% stenosed, extremely tortuous and calcified lesion was located in the right coronary artery (rca). The physician attempted to place a 3.00x16mm taxus express2 drug eluting stent, but was unable to cross the lesion. Upon withdrawal it was noted that the stent was lifted up. The procedure was completed with another device. Patient status is good.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.